Event description:
On first attempt, stapler stapled but did not cut. On the second attempt with a second stapler, the stapler worked properly for three attempts. On the fourth firing attempt, the stapler fired but only cut half of the staple line. A third stapler was used to complete the procedure. The type of surgical procedure involved is unknown. According to the surgeon, the patient needed a longer hospital stay, because of a prolonged air leak to the lung, but there is no long term effect to the patient. Device usage problem: device malfunction.